Event description:
An additional sample was returned with hair.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material present in packaging is confirmed and was determined to be manufacturing related. One 5fr triple lumen powerpicc provena was returned for evaluation. An initial visual observation revealed the kit was returned sealed. A hair was observed to be inside between the csr wrap and the packaging. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.